Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) product evaluation: service and repair did pre-repair temperature testing by operating the unit for 1 minute; temperatures were as follows: rear ¿ 26.2 c (73.76 f), middle ¿ 40.7 c (105.26 f), and nose ¿ 65.8 c (150.44 f). The device also ran noisy. Repair awaiting customer approval. Method: simulated use testing. Results pending completion of evaluation.

Event description:
It was reported that the hand piece has heat. There was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of this report: january 21, 2015. Date received by manufacturer: march 5, 2015 h3: product evaluation: in service and repair the device was disassembled and cleaned, deteriorated parts were exchanged for new ones, and the device was te sted and passed to manufacturing specifications. Method: labeling evaluation. (B)(4). Conclusion: device repaired and returned. (B)(4)